Manufacturer narrative:
Pump alarmed insulin flow blocked during the seat test due to out of spec force sensor zero offset. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test due to unexpected insulin flow blocked alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm. Customer stated insulin exited in the tubing and displacement test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.